Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, hematoma, edema, pain, crease/folding, and visibility/palpability.

Event description:
Patient representative reports "after surgery patient reported an edema with pain". One week later physician did another surgery to drainage the hematoma" and patient "underwent an MRI which showed radial folds, sign of a new capsular contracture" unknown baker grade. This relates to the right device. Device remains implanted.